Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurements less than 200 ohms and noise. Noise was able to be recreated with isometrics. An invasive procedure was performed. The device was explanted and the rv lead surgically abandoned. A new system was implanted. Additional information indicated that a breach in the lead insulation and/or a fracture was suspected. No fluoroscopy or testing through a pacing system analyzer (psa) was performed. The old device was kept by the explanting facility. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the header. All seal plugs were intact and all set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.